Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet bionic pancreas had a cracked and unresponsive touchscreen, consistent with a device mechanical damage and display/input malfunction involving the screen component. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included device replacement and continued therapy management using the user¿s cgm with a phone or receiver while awaiting the replacement. Investigation included complaint handling, remote troubleshooting, and review of use instructions with guidance to sync data, shut down the device before return, and complete standard startup on the replacement. Investigation of this case revealed physical screen damage with loss of touch functionality, with no device alerts or alarms and no clinical sequelae. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device screen due to external force or impact.